Event description:
It was reported that after positioning the introducer catheter into the pt's vessel and attaching the delivery system, an ivc injection of 600 psi was administered and the catheter broke at the hub area. The catheter was removed and another of the same product was inserted through the initial puncture site without any pt injury. The previous delivery was used in conjunction with the new introducer catheter and the filter was successfully placed without any further complications being reported.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.